Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to suspected electromagnetic interference (emi). It was mentioned the patient was on the sofa when the electric shock was delivered. Technical services (ts) reviewed the event and discussed it appears that the cause is emi as the signal starts suddenly and appears on all channels. The source of the emi is unknown. The ICD remains in service. No additional adverse patient effects were reported.